Event description:
It was reported that issue: reader position no telemetry with mycarelink details: pt called in because he was trying to send a tx and the monitor was showing no telemetry. Tbshooting: adjusted position // rebooted monitor // used washcloth // removed interference // bar fills up and stops // unable to check if battery is at eos (no info about this showing up on cln) // referred to clinic resolution: pt stated that he went to the clinic today and he was told that battery is almost depleted on his heart device and it will need to be replaced soon, so I advised him that this might be the problem. Advised him to call his doctor and let him know about what we spoke. Msn: (B)(4). It was further reported that the patient was unable to interrogate the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.